Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that bad drawer. A field service engineer replaced the drawer to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device. A field service engineer also confirmed that there was a delay in dispensing medication to the patient.

Event description:
It was reported when using the pyxis medstation es system, has failed drawer. There were no adverse events or injuries reported based on this incident.